Event description:
It was reported that prior to a biopsy procedure, the cannula needle was allegedly misassembled. There was no patient contact.

Manufacturer narrative:
The manufacturing location was selected as unknown due to system limitations. The manufacturing location for this product is bd-santo domingo. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Expiration date: 06/2025.

Event description:
It was reported that prior to a biopsy procedure, the device used was allegedly found to be non standard. There was no patient contact.

Manufacturer narrative:
H10: additional information was received, since it was a customer service issue and there is no alleged deficiency or malfunction with the product. Hence, this report is no longer being considered a complaint file and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a malfunction. H10: as this malfunction is considered one event identified by the dealer; only one MDR report will be submitted for the reported quantity affected of thirteen for this event. H10: the manufacturing location was selected as unknown due to system limitations. The manufacturing location for this product is bd-santo domingo. H10: d4 (expiration date: 06/2025),

Manufacturer narrative:
H10: the file was reassessed for reportability and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a malfunction. H10: as this malfunction is considered one event identified by the dealer; only one MDR report will be submitted for the reported quantity affected of thirteen for this event. H10: the manufacturing location was selected as unknown due to system limitations. The manufacturing location for this product is bd-santo domingo. H10: d4 (expiration date: 06/2025), g3. H11: b5, h6 (device). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a biopsy procedure, the device used was allegedly found to be non standard. There was no patient contact.